Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to a diabetic ketoacidosis. The customer had abdominal pain, was vomiting, had chest pains, and was nauseous. The customer's blood glucose level at the time hospitalization was not reported. However, her blood glucose level was averaging 300 mg/dl. The customer did not change the battery on time and the insulin pump shut off, which led to her hospitalization. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.